Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis") and weight increased ("weight gain"). The patient was treated with surgery (surgically removed essure implant) and surgery (surgically removed essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, pelvic pain, bacterial vaginosis and weight increased outcome was unknown. The reporter considered bacterial vaginosis, device dislocation, pelvic pain, perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet - events infection (bladder/urinary tract/vaginal) type: bacterial vaginosis, weight gain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a 30-year-old female patient who had essure (batch no. C95071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included panic attacks and recurrent abortion. Previously administered products included for an unreported indication: depo provera and reclipsen. Concurrent conditions included venereal disease nos. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"). On (B)(6) 2015, 11 months 31 days after insertion of essure, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and pelvic infection ("pelvic infection"). The patient was treated with surgery (total bilateral occlusion) and surgery (total bilateral occlusion). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, pelvic pain and bacterial vaginosis outcome was unknown and the weight increased and pelvic infection had resolved. The reporter considered bacterial vaginosis, device dislocation, pelvic infection, pelvic pain, perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:bacterial vaginosis, weight gain. Most recent follow-up information incorporated above includes: on 26-sep-2018: plaintiff fact sheet received. Events pelvic infection, weight gain. Were added. Lot number & lab data updated. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a 30-year-old female patient who had essure (batch no. C95071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included panic attacks and recurrent abortion. Previously administered products included for an unreported indication: depo provera and reclipsen. Concurrent conditions included venereal disease nos. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"). On (B)(6) 2015, 11 months 31 days after insertion of essure, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and pelvic infection ("pelvic infection"). The patient was treated with surgery (total bilateral occlusion). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, pelvic pain and bacterial vaginosis outcome was unknown and the weight increased and pelvic infection had resolved. The reporter considered bacterial vaginosis, device dislocation, pelvic infection, pelvic pain, perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:bacterial vaginosis, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (surgically removed essure implant) and surgery (surgically removed essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.